Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and the biosense webster inc, (bwi) product analysis lab observed that electrodes on the splines were damaged, crushed, bent, with rough edges and without polyurethane (pu) on the edges. Initially, it was reported that during the operation, the spines of the catheter could not be collapsed together to be inserted into the guiding sheath to map in the left atrium, even though the thumb knob was pulled back to straighten the tips. A second device was used to complete the operation. There was no adverse event reported on patient. The issue with the spines of the catheter was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and visual analysis of the returned device revealed that electrodes on the splines were damaged, crushed, bent, with rough edges and without polyurethane (pu) on the edges. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 03-jul-2023.

Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device on 06-jun-2023. The device evaluation was completed on 03-jul-2023. A visual inspection of the returned device was performed following bwi procedures. Visual analysis of the returned device revealed that electrodes on the splines were damaged, crushed, bent, with rough edges and without polyurethane (pu) on the edges. The source of the damage to the electrodes remains unknown as there was not enough information to reach a definitive conclusion; however, a sudden movement and the use of incompatible devices along with the device could be related to the damage. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 30951464l number, and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain (IFU) the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).